Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump failed the self test due to appearance of pump error 63. No pump error 130 alarms or rewind anomalies were noted during testing. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. Found a pump error 63 on (B)(6) 2022 at 09:04:38.000 (variable #: 3). Pump alarmed several pump error 130 alarms on the event date of (B)(6) 2020 at 08:13:16.000 to 14:19:57.000 and were all expected. Pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor, and electronic assembly, and broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer, battery tube threads - cracked, end cap address label missing and serial number label missing. Pump error 130 and rewind anomaly were not confirmed during testing. Pump error 63 was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Retainer ring damage was confirmed during visual inspection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump passed displacement test. Customer stated that despite insulin pump passed the test, but insulin pump was always requesting to be rewinded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.